Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2021, 4202 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of d & c, ovarian cyst, abdominal pain, uterine fibroids, heavy periods, pelvic pain female, cramps menstrual, abortion and parity 5. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4335 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): diagnosis: left fallopian tube: segment of congested fallopian tube with paratubal cysts and normal fimbria. Contraceptive device (left): essure device. Contraceptive device (right) essure device. Right fallopian tube: segment of congested fallopian tube with walthard's nest and normal fimbria. Specimen source: fallopian tube, left left fallopian tube; foreign body issue left; foreign body right issue; fallopian tube, right right fallopian tube. Clinical history: encounter for removal of essure; ieft fallopian tube; essure left; right essure; right fallopian tube. Gross description: ¿foreign body essure left". It consists of 3 metallic wires, the largest measuring 18 cm in length and less than 0.1 cm in diameter. "Foreign body right essure". It consists of 2 metallic wires, the larger measuring 27 cm in length and less than 0.4 cm in diameter. [Ultrasound scan] on (B)(6) 2021: there are bilateral linear echogenic structures compatible with essure inserts in the right and left cornua with the medial and in contact with the endometrium and distal end in the isthmic region. Impression: properly placed bilateral essure inserts. Mildly thickened endometrial stripe, likely physiological. Otherwise unremarkable exam. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report received. Medical history, lab data and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4202 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.